Event description:
A technician discovered that this bed would not go into trendelenburg. The bed was located in the maintenance shop and there was no patient involvement.

Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The technician adjusted the trendelenburg assembly in order to resolve the problem.